Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The flowmeter subassembly was replaced.

Event description:
The hospital reported that, during a case, agent output was noted to be higher than expected. There was no reported patient injury.